Event description:
It was reported that t:slim x2 pump battery did not charge despite use of tandem charging cable, working wall outlet, and attempts to leave pump connected for at least 30 minutes, and caller also received power source alerts and low power notifications. There was no reported impact to the customer¿s blood glucose level. Customer planned to use injections if pump battery depleted. Multiple attempts were made by technical support to obtain additional information; however, a response from the customer was not received.